Manufacturer narrative:
The reported event of inability to interrogate was not confirmed. The device was received with normal output and normal telemetry communication. Electrical and mechanical tests performed including telemetry communication and outputs verification did not identify any functional issues. Visual inspection was performed to assess the header and its connectors, which determined to be normal without any potential issue. There were no device anomalies found that could contribute to the reported events. Longevity assessment was performed, and the device voltage was at normal range of operation with appropriate remaining longevity.

Event description:
During an in-clinic follow-up, the device was unable to be interrogated. The device was explanted and replaced to resolve the event. The patient was in stable condition.